Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain three of six on the home choice (hc). The home patient (hp) indicated that the patient line became inadvertently separated from the transfer set while the patient was sleeping. The technical service representative (tsr) explained the alarm. The tsr had the hp close all the clamps to the bags and patient line. The tsr had the hp cycle power and the hc displayed ¿press go to start¿. The tsr assisted the hp to remove the cassette, wiped down the grey membrane, reloaded the set, closed the door, and press go. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. However, the home patient (hp) reported that the patient line inadvertently separated from the cassette which is a known cause of the reported alarm. The cause for the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.